Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed and no anomalies were found. It was noted that there was apparent explant damage. The analyst commented could not electrically test continuity of distal coil due to lead removal wire. Performed destructive analysis and visual inspection of distal coil. No discontinuity was observed.

Event description:
It was reported that the patient received multiple inappropriate shocks due to noise. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.